Manufacturer narrative:
Correction to section g3. The device identification (di) numbers for edwards commander delivery system are: 00690103193930, 00690103193947, 00690103193954, 00690103193961.

Manufacturer narrative:
Resubmitting corrected MDR to provide exemption number in provided field. No new information to report.

Manufacturer narrative:
This report provides data from thv/tvt registry exemption number e2016006 and summarizes 4 cardiac perforation death events for the sapien 3 transcatheter heart valve in the mitral position. The 'time to event' (tte, in days) for this event was 0.00. Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium, or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and transcatheter heart valve (thv) procedures. There are several potential etiologies for cardiac perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use transcatheter heart valves. Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. In this case, specific procedural details are not available to determine potential contributing factors to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Summary reporting.

Event description:
Thv/tvt registry summary reporting for adverse event submission for q3 2021 data extract for mitral deaths for the sapien 3 valve. This report summarizes 4 cardiac perforation events for the sapien 3 valve. The age range for these events is from 77 to 84. The breakdown for gender is as follows: 1 male and 3 females.